Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per biolibra study, subject was admitted on (B)(6) 2020 with tia symptoms. Subject was admitted for observation. Event occurred within 48 hours of implant. Device remains implanted. Should additional information become available, this file will be updated.